Event description:
It was reported that a minimum fill notification occurred with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a cartridge from a new box onto the pump and resumed insulin therapy.